Manufacturer narrative:
This device not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker device, fell and was hospitalized. The device was explanted for an unknown reason. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker device, fell and was hospitalized. The device was explanted for an unknown reason. A new device was implanted. No additional adverse patient effects were reported. This report is being submitted due to the device being returned, with product analysis completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified scratches on the cause and dried blood in the rv lead barrel. Device data is insufficient to obtain battery status and the device has no telemetry. Analysis is unable to determine if pacing and sensing remained available. Internal visual inspection noted no irregularities. The battery was sent for additional investigation. The results of the battery analysis did not find any contributing factors for the device replacement. The hybrid current drain is normal, and the battery analysis did not find any irregularities.